Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Until today no additional information has been received. A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. A trend is identified if at least one of the following criteria is met: - 3 similar events within 1 month for the same item number, - 6 similar events within 6 months for the same item number, - 2 similar events for the same lot number. Event summary: it was reported that the thread of the device was broken. Root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance not possible -> a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process post market surveillance. - instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient not possible -> a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process post market surveillance. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as the device was not returned for investigation and no information about the use of the device was provided, this point cannot be excluded. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as the device was not returned for investigation and no information about the use of the device was provided, this point cannot be excluded. - inadequate usability of instrument due to inadequate design for intended handling performance not possible -> a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process post market surveillance. - instrument breaks or deforms due to off-label / abnormal-use => possible, as the device was not returned for investigation and no information about the use of the device was provided, this point cannot be excluded. Conclusion summary: the device was not returned for investigation. The performed DHR review did not show any abnormality. The condition of the component is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer has not received the devices, x-rays, or other source documents for review where lot numbers were received for the device, the device history record was reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the surgeon used the extractor with sliding hammer and the thread was broken. Event happen prior to surgery. As no event date was reported it was left blank.